Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned handpiece was tested by manufacturing personnel and did not meet production specifications for noise and cut performance. Quality personnel then investigated the handpiece. The maximum recorded temperature of the handpiece while free running was 22.8 c and 16.5 c under load testing. Per iso 13732-1, this temperatures level does not qualify as a burn regardless of the contact period. It was noted the cut quality was poor during testing which supported production findings recorded in the nwa results. The handpiece exhibited evidence of the set coming into contact with the interior of the cap cavity during use. The cap end bearing assembly was also found lodged in the cap cavity. This friction during use in the field was the most likely cause for the customer complaint. All components looked dry with no evidence of lubrication.

Event description:
In this event a doctor reported that a stylus mini handpiece overheated. There was no injury or intervention.